Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp monitor showed a negative icp and an error message ¿sensor or extension cable failure! Disconnect and replace cable or sensor.¿ after following troubleshooting steps, reading was not recovered. There was a brief moment where the reading looked like it was going to come back but it immediately went back to negative icp. No patient injury reported.

Manufacturer narrative:
The cerelink icp monitor was returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.